Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection stent was found to be deployed inside the catheter. The stent was removed during the analysis. The stent was found to be deformed. The sdw was not returned. The stent introducer sheath was found to be intact. During functional inspection the reported defect ¿stent difficult/unable to advance or pullback through catheter¿ was not tested as the stent was found to be deployed inside the microcatheter. The reported defect ¿stent deployed prematurely during use¿ was confirmed during the analysis. The stent was found to be deployed inside the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect 'stent deployed prematurely during use' was confirmed during inspection. The reported defect 'stent difficult/unable to advance or pullback through catheter' could not be confirmed as the stent was returned already deployed inside a microcatheter. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'not tortuous'. It was reported that the physician 'flushed and delivered the stent. However when delivered the stent from introducing sheath to go into microcatheter, resistance became bigger and checked under fluoroscopy and the operator didn't find the stent. Checking the product and found it detached from delivery wire and stuck at proximal of microcatheter'. The stent was returned for analysis deployed (off the stent delivery wire) inside the proximal section of the returned microcatheter. The stent was pushed out through the proximal (hub end) opening of the microcatheter using a patency mandrel inserted through the distal tip of the microcatheter. Once the stent was removed from the microcatheter it was inspected and minor deformation was noted near the proximal (closed cell) end. The stent delivery wire was not returned for analysis. The introducer sheath was returned and was undamaged. The as reported codes ¿stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' as well as the as analyzed codes 'stent deployed prematurely during use' and ¿stent deformed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a subarachnoid hemorrhage (sah) with middle cerebral artery (mca) aneurysm procedure the operator placed a guide catheter and a middle catheter to build access and used a guidewire to go into mca distal and delivered another shaped microcatheter to go into the aneurysm. The operator framed the aneurysm with a coil and then flushed and delivered the subject stent. During delivery of the subject stent from the introducer sheath into the microcatheter resistance was encountered and when checked under fluoroscopy, the subject stent was found to be detached from the delivery wire and stuck at the proximal of the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3: the device is not available to the manufacturer.

Event description:
It was reported that during a subarachnoid hemorrhage (sah) with middle cerebral artery (mca) aneurysm procedure the operator placed a guide catheter and a middle catheter to build access and used a guidewire to go into mca distal and delivered another shaped microcatheter to go into the aneurysm. The operator framed the aneurysm with a coil and then flushed and delivered the subject stent. During delivery of the subject stent from the introducer sheath into the microcatheter resistance was encountered and when checked under fluoroscopy, the subject stent was found to be detached from the delivery wire and stuck at the proximal of the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.